Manufacturer narrative:
A direct correlation between the device and the report of elevated ldh and suspected thrombosis could not be conclusively established through this evaluation. The pump was returned assembled with the percutaneous lead severed approximately 1.5 inches from the pump housing. The external portion of the lead was returned in a segment measuring approximately 27 inches, and the remainder of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The apical sewing ring was returned unattached from the inlet tube. The sealed outflow graft and outlet elbow were returned attached to the pump¿s outlet port; however, the sealed outflow graft bend relief and sealed outflow bend relief collar were returned unattached from the device. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system.no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient underwent a pump exchange on (B)(6) 2018 to a jarvik 2000 due to elevated lactate dehydrogenase (ldh) and suspected pump thrombosis. No additional information provided.